Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, an undefined injury to the patient occured. The patient needed further undefined medical intervention. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The procedure on (B)(6) 2013 was a total laparoscopic hysterectomy. During the procedure, the device did not cut the tissue effectively. The patient experienced an incidental serosal insult to the sigmoid colon. The sigmoid colon was surgically repaired. Another like device was used to complete the intended procedure. The patient is currently in rehabilitation. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.